Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA (B)(4). On (B)(6) 2015, a field service engineer (fse) was dispatched to the customer's facility to address the reported event. The fse found the customer controls were running right on the mean. The fse changed the stator face, rotor seal, and the sample loop. He also changed the o-ring for the drain valve. The fse ran hba1c quality controls (qc). All results were within acceptable range. The g8 instrument is operational. No further action is required by field service. The most probable cause for the samples on (B)(6) were high was a bad stator face, rotor seal, and sample loop. A 13-month complaint / service history review for similar complaints was performed for the serial number (B)(4) from aware date of (B)(6) 2015, which included data from 17-november-2014 through (B)(6) 2015. There were no similar complaints identified during the searched period, which includes this event.

Event description:
On (B)(6) 2015, a customer reported that the samples on (B)(6) were high but still passed on the g8 instrument. Technical support reviewed the (B)(6) report and found that the retention time was long on the survey samples and while running quality control. The customer is unable to run patient samples on hba1c diabetes assay. On (B)(6) 2015, a field service engineer (fse) was dispatched to address the reported event, which resulted in delay in reporting of patient results for hba1c. There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.